Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time.root cause: can not determine with retain testing.source: phone.

Event description:
Customer reporting 2 false positive sars results. Customer states the results were confirmed negative by pcr. It is noted the pcr test was taken 21 days after the positive qv antigen otc result. Report 1 of 2.